Event description:
Review of the physician's programming systems identified that on (B)(6) 2015 a faulted diagnostic test occurred and no final interrogation was performed. The faulted diagnostic test programmed the device to unintended settings that were found on (B)(6) 2015.

Event description:
It was reported that the patient's device was found programmed off and the physician did not expect the device to be off. The patient was last seen on (B)(6) 2015. The device settings found were indicative of a faulted diagnostic test. Attempts to obtain additional relevant information have been unsuccessful to date.